Manufacturer narrative:
Findings: unable to down load pump to carelink personal due to several a47 alarms at the history file. A47 alarms due to a corrupted history file. Unit received with cracked battery tube threads. (B)(4).

Event description:
It is reported that a customer had trouble uploading the carelink program on their insulin pump. The patient's blood glucose level was at 132 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.